Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient treated with unspecified antibiotics. The patient was recovered from this peritonitis event 14 days after hospitalization for the event and antibiotic therapy was discontinued the same day. Dianeal therapy was ongoing. No additional information is available.